Event description:
During placement of a 23mm sapien xt valve via transfemoral approach, the delivery system contacted a significant septal bulge pushing the sapien xt slightly aortic, 80:20 aortic/ventricular (a/v). Moderate paravalvular leak (pvl) was noted on echo. A second delivery system and valve were prepared and placed one cell lower in relation to the first valve. During deployment of the second valve, it began to move ventricular. During the repositioning and inflation of the second valve, both valves embolized into the aorta. A third valve was deployed in the annulus without incident with mild pvl on echo. The patient was removed from cpb and the echo showed good valve function and mild pvl. The two embolized valves were embedded in the descending aorta with a 23mm x4cm edwards bav catheter. The patient's access sites were repaired and the patient was sent to recovery in stable condition. The patient¿s native annulus measurements were 18.6x19.7 via CT. The patient had mild native annular calcification, and bulky native leaflet calcification.

Manufacturer narrative:
The event of the second valve embolization was reported under MDR number 2015691-2014-02396. Per the instructions for use, device malposition, regurgitation requiring intervention, and embolization, are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition and embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition and embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the patient¿s septal bulge, mild annular calcification, and bulky leaflet calcification contributed to the placement too aortic, causing the pvl and ultimate embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.